Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR. Motor error alarm during rewind due to jammed motor gear box. Unable to perform self test, displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test and excessive no delivery test due to motor error alarm during the rewind test.

Event description:
The customer's parent reported via phone call that their son's insulin pump received motor error. The customer¿s blood glucose level was unknown. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer reported that the drive support cap was normal. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.